Event description:
It was reported that the generator is being returned for calibration. There was no procedure or pt involvement.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site per the service manual performed calibration and tests and found the unit gives the error 1 during boot-up, and to correct this issue the site replaced the main pcb. The site also found the lcd display is very dim and to correct this issue the site replaced the lcd. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. After servicing and upgrades the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.